Manufacturer narrative:
Complete entry section e1 - initial reporter establishment name = (B)(6). All available patient information was included. Additional patient details are not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I tsh assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 73537ud01. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh for reagent lot 73537ud01 was identified.

Event description:
The customer observed a falsely decreased alinity I tsh result generated for a patient sample. The following data was provided (customer¿s reference range 0.35-4.94 iu/ml): result = 1.01 iu/ml historical result = 8.02 iu/ml . No impact to patient management was reported.